Event description:
It was reported that the modular cable was to be exchanged because aesthetic damage but the disconnect was impossible

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular cable was to be exchanged because aesthetic damage but the disconnection from driveline to modular cable was impossible. The issue was not resolved. There was no patient impact.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of difficulty disconnecting the driveline was unable to be confirmed. Heartmate 3 left ventricular assist system, serial number (B)(6) , was not returned for analysis. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further issues have been reported at this time. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 2 ¿system operations¿ of the IFU (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿disconnect your currently connected modular cable from the pump cable by rotating the locking nut of the inline connector until the locking nut spins freely. You will hear a clicking sound as you rotate the locking nut (this is normal). When the clicking sound has stopped, and the locking nut spins freely, then pull the connectors apart.¿ to connect the replacement modular cable to the pump cable by: ¿aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5 of the IFU, ¿surgical procedures¿ provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.